Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information, we are unable to determine where the device was manufactured.

Event description:
It was reported that a needle stick injury occurred post use with an unspecified bd pen needle. Medical interventions are unknown.

Event description:
It was reported that a needle stick injury occurred post use with an unspecified bd pen needle. Medical interventions are unknown.

Manufacturer narrative:
No samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.